Event description:
I had vaginal mesh for sui and it began to hurt and had to be removed. It had woven up into my urethra and now I can't control my bladder at all, and I had to quite my job and now I don't have health insurance.